Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 19/sep/2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the air flow accuracy was out of range.the unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 13/sep/2018. Date received by manufacturer: 12/sep/2018. The initial report was submitted in error. This event was a duplicate of an event previously reported on manufacturer¿s report (MFR) #:2031642-2018-01726. Any additional information will be submitted under the initially reported MFR #2031642-2018-01726.